Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided instructions for resetting the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while remaining vigilant for any future issues. The caller acknowledged and understood the instructions.